Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 3.1, lab-inr: 1.3.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: inratio: 3.1, reference: 1.3, mean: 2.20, confidence-limits: 1.4-3.1. The mean of the inratio meter and comparative system inr were calculated. Lab value falls outside the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy and/or precision testing as part of the complaint investigation if meter is returned. As of today, products associated to this complaint have not been returned.